Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The customer used an insulin pen as a backup while continuing to utilize an alternative form of insulin therapy. To resolve the issue, cts arranged for the replacement of the pump, which was still under warranty.